Manufacturer narrative:
The lot # that was provided by the customer is not a valid lot # and therefore, the device MFR date cannot be determined.

Event description:
The customer reported that a hole in the pilot balloon to cuff first became apparent two hours after tracheostomy tube placement. The hole was not present on testing of the cuff prior to insertion of the tracheostomy tube. The pt is ventilated via tracheostomy; therefore, as unable to inflate cuff with hole in the pilot balloon. A tracheostomy tube change was necessary two hours after placement.